Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Heartsine technologies ltd (manufacturer) is submitting the report on behalf of (B)(4). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed by the user successfully on (B)(6) 2010. Multiple manual power ups of ten-minute duration where observed in the device memory between the (B)(6) 2015 and (B)(6) 2017 . Experience has shown that it is reasonable to conclude that these symptoms may be attributed to membrane failure.